Manufacturer narrative:
Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: unk-comp-ICD lot# serial# (B)(4), product ID: bsx-lead lot# serial# (B)(4). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.